Event description:
Prior to a ptca treatment procedure, the maverick2 monorail 20/2.5 mm balloon could not be inflated. A leak was noted between the shaft and the proximal balloon portion. The maverick2 monorail 20/2.5 mm balloon was not used for the procedure.